Event description:
Pt presented with an audible hum emanating from his automatic implantable cardiac defibrillator without discharge. During explantation when the automatic implantable cardiac defibrillation was disconnected from the leads, it continued to him. The leads were analyzed and found to be pacing appropriately.